Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6fr sheath, after a percutaneous coronary intervention procedure. Reportedly, when the plunger was removed, no sutures were attached to the needles. An additional proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no sutures were attached to the needles when the plunger was removed¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.